Event description:
Information was received indicating that during the use of a smiths medical cadd ms3 pump for life-sustaining infusion, it was not possible to load cartridge and the screen appeared to be black. Subsequently, the patient switched to a backup pump. No adverse effects were reported.

Manufacturer narrative:
Device analysis: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was unable to be duplicated. Inspected the pump and performed functional tests, it passed all test and found no issue with the screen being black. Therefore, no problem was found with the reported issue. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.